Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that during a breast biopsy procedure, starting the procedure: after the first cutter retraction, a piece of plastic came out. This piece will be sent as well for investigation. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 73 mg/dl and 148 mg/dl, 189 mg/dl and 73 mg/dl the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.